Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a tightly stenosed mid left anterior descending artery. A 3.0 x 33 mm xience xpedition stent delivery system was advanced to the lesion and the balloon was inflated. Angiography was performed and there was no stent implanted in the lesion. Fluoroscopy was performed throughout the anatomy and there was no stent found in the patient. The physician was confident the stent implant was not in the patient. The cath lab was searched for the stent; however, it could not be found. The procedure was successfully completed with another same size xience xpedition. There was no clinically significant delay in procedure. No additional information was provided.